Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not retract, after wearing the pod on the arm between 36 and 48 hours, indicating a failure of the needle mechanism.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The download data contains high pulse widths, however they did not replicate during the pod's entire run. The device was reset and the data was downloaded. The rerun data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Inspection of the drive mechanism assembly found no damages or manufacturing deficiencies that would contribute in the high pulse widths.d4 - lot no changed from blank to pd1k06212111. D4 - serial no changed from (B)(6)to (B)(6). D4 - expiration date changed from blank to 12/21/2022. D4 - unique identifier (UDI) # changed from (B)(4). To (B)(4).. H4 - device mfg date changed from blank to 6/21/2021.